Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information upon opening the sterile packaging, it was noted that the tip of the catheter was ¿cut off¿.